Event description:
Complainant alleged that during biomed testing the device's pacer output was incorrect and the paddle controls were inoperable. Complainant indicated that there was no pt involvement in the reported malfunction.